Event description:
It was reported that during testing conducted at the MFR, the drill attachment heated up. This event did not occur in a surgical environment, so there was no pt involvement. No user injury was reported, and no other adverse consequences were alleged with this event.

Manufacturer narrative:
The drill attachment was returned to the u.s. MFR for an unrelated issue and upon eval, an overheating condition was found. Internal components were evaluated, which revealed foreign debris contamination within the upper bearings. The presence of debris can lead to increased friction among rotating components, resulting in heat being generated. The drill attachment could not be repaired and therefore was not returned to the user facility.